Event description:
The consumer was closing her front door, when the chair allegedly tipped, throwing her against the wall. This allegedly resulted in a broken shoulder bone.

Manufacturer narrative:
Manufacturer contacted the dealer. The dealer states the consumer has fallen out of the chair due to intoxication and has an aftermarket seating system on the chair. Nature of complaint suggests user error. MDR filed based on alleged injury.